Event description:
It was reported that during implant the initial implantable cardiac monitor (icm) was detecting noise and interference and after re- positioning the pattern persisted. The icm was replaced and the replacement device also showed noise and interference, but thirty minutes later the signal was much cleaner. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.